Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while performing flow accuracy testing at 125ml/hr the device was found to be passing with an error of -3.9328%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. This reported symptom downstream occlusion test was missed during evaluation. The pump is no longer in its received condition the evaluation cannot be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed preventive maintenance (pm). The volume test and downstream test were performed but it kept on failing. The volume to be infuse (vtbi) was 20 and the actual amount delivered was 22. They would set it up to 20 or 40 and the vtbi was 20 and would result to 21 or greater than 21 which was an over infusion. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.